Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)94).

Event description:
Same case as MDR ID: 2134265-2017-04747. It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. During the transseptal puncture, it was noted that the patient experienced st elevations. A watchman® access system (was) was positioned in the laa and a 27mm watchman ® laa closure device was advanced and deployed. Contrast was injected during deployment. Air was noted in the delivery system and the patient had st elevations. The st elevations subsided. The device was released. The patient was fine.